Event description:
Customer returned the device for evaluation and repair of obstruction of the elevator channel. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is foreign material under the elevator. This medwatch is being submitted for the reportable issue of foreign material under the elevator as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the elevator is not sitting properly due to foreign material found under the elevator. Other observations for the device are distal end plastic cover has deep scratches and control knobs have play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation and additional information has been received from the customer. Correction being made by providing UDI information. This supplemental report is being submitted to provide this information. Customer follows the reprocessing steps according to the instructions for use (IFU), as described below: an air/water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Steps performed for pre-cleaning are: enzyme solution on the outside of the endoscope, aspiration of enzyme solution followed by aspiration of water and air; 30 seconds taken for each step. The endoscope channels are brushed during manual cleaning with a disposable single use vantage # 1024 brush. Cleaning and disinfection solutions used with the endoscope are: endozyme premium/ruhof for cleaning and rapicide opa/28 for disinfection. Automatic endoscopy washer (urae) used to reprocess the endoscope is medivator/cantel serial number (B)(4). Detergent and disinfectant used is rapicide. There are no issues with the aer. The endoscopes are dried with medical air after reprocessing and stored on supports in ventilated cabinets. As regards the forceps elevator reprocessing for the device for this event: the forceps elevator was not moved up and down three times in the water during suction, but it was activated during irrigation. The forceps elevator was brushed. The forceps elevator was moved up and down three times in the detergent solution. The forceps elevator was properly rinsed. The distal end was brushed with the channel opening brush or maj-1888. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device was repaired in august 20221 and february 2022 as a refurbishment. From the device evaluation and additional information provided by the customer, the forceps elevator did not sit during reprocessing since foreign material was caught under the forceps elevator during procedure or while wiping after procedure. However, the cause of the event could not be specified. Though the forceps elevator was not moved up and down three times in the water during suction, it was activated during irrigation. And the forceps elevator was also brushed and moved up and down three times in the detergent solution. As a result of reviewing the additional information provided by the customer, obvious deviation from IFU was not found. The root cause for the presence of foreign material in the forceps elevator could not be specified.

Event description:
Addendum aug 31, 2022: the customer reported event was observed during reprocessing after a prosthesis installation procedure. A plastic prosthesis was installed from the device during that procedure after validation. The procedure was completed without any delay.